Event description:
This was a lead extraction case to remove 3 cardiac leads due to cied pocket infection, bacteremia, and endocarditis. The leads were prepped with a stylet, and the first two leads (ra and lv) were removed using traction. The third lead, endotak 0185 (rv) could not be removed by traction, so the stylet was removed and a lead-locking stylet was inserted. It appeared on fluoroscopy that the point of adhesion for this electrode was only at its connection to the right ventricular apex. It was thought that this electrode would come out quite easily with the excimer laser. The patient's groins were prepped and draped and a cannula was placed in the left femoral vein. A 16f glidelight catheter was selected and the laser advanced very easily and quickly over the electrode. There were temporary drops in blood pressure during this procedure, so the surgeon paused while the pressure recovered; however, when the laser reached the proximal right atrium, there was a precipitous drop in blood pressure to 40, which did not recover with resuscitated measures. The patient was quickly intubated by the anesthesiologist and a sternotomy was performed. External compressions were started and the pericardium was opened. There was a large amount of blood and clot in the pericardium, and an opening was located in the lower right atrium. The surgeon took over, cannulated the aorta and the right atrium, and cardiopulmonary bypass commenced. The surgeon repaired the opening, which was about 3-4cm in the lower right atrium. The patient came off cardiopulmonary bypass, but the patient needed a lot of volume. There was bleeding from all the tissues, including from the patient's mouth, nose, and lungs. The patient's blood pressure deteriorated rapidly and at 3:59, there was no further cardiac activity and he was pronounced dead. No autopsy was performed.